Manufacturer narrative:
During failure analysis, the device also ran on its own without activation. Corrosion was noted within the internal components of the device.

Event description:
The micro sagittal saw was sent for evaluation due to overheating during a podiatry procedure. No adverse event was reported. The procedure was completed with a readily available alternate device w/o any procedure delay.